Event description:
During a follow-up the device involved in this MDR report was interrogated with the latest elaview programmer version; this version includes new functions automatically activated when interrogationg an alto implantable cardioverter defibrilator (ICD). These functions examine the ICD's present current drain and the evaluation of its battery voltage since manufacture.if they indicate a potentially unsafe condidtion, the programmer automatically displays a warning, which suggests replacing the ICD or contacting ela representative. The warning messaging was displayed for the device in question; however, the elective replacement indicator was not reached. Therefore the device will be explanted.